Event description:
The customer reported that the monitor was freezing when pressing the nibp or recorder keys. No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.